Event description:
It was reported that during patient use, the ventilator did not maintain positive end expiratory pressure (peep) and would also auto-trigger/auto- cycle. The settings had to be increased to prevent the ventilator from auto cycling. The patient was transferred to another ventilator without any reported harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). During inspection,the customer service engineer (cse) found the connector on the top of the manifold, which connects a tube to the relief valve, to be loose and tightened the connector. Replaced the proximal valve which controls the peep level, and replaced the in / out valve, which controls the exhalation valve. The unit then passed the operational verification procedure(ovp) per the service manual used.